Event description:
Reportedly, artifacts were recorded in both egm channels of the right ventricular and atrial lead.

Event description:
Reportedly, artifacts were recorded in both egm channels of the right ventricular and atrial lead.

Manufacturer narrative:
Devices history reports (DHR) analysis show that the leads related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory since (B)(6) 2023 showed oversensing, non-physiological signals (noise/artifacts) and noisy egm (atrial threshold test) on ventricular and atrial channels. The origin of these non-physiological signals and noise/artifacts are unknown. Based on available data the issue could be located at lead(s) level but cannot be confirmed with certainty, since the leads are still implanted. A careful monitoring of the ventricular and atrial leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.